Manufacturer narrative:
In addition to the foreign material, service found that the grip, scope cover, the right/left knob, and the up/down knob, were discolored. The switch box was scratched. Due to a crack on the distal end cover, the insulation resistance did not meet specification. The up/down and right/left angulation knobs were out of specification due to wear of the angle wires. The adhesive in the bending section was worn and thread was stuck in a gap in the adhesive. The universal cord was deformed due to external forces. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the subject device for use during an unspecified procedure, the device would not insufflate. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the air/water channel was clogged with white foreign material. This report is being submitted for the malfunction found by service during the evaluation of the device (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material exiting the air/water nozzle likely occurred from an accessory device which broke and entered the channel or chemical residue became adhered and remained due to improper reprocessing. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.